Manufacturer narrative:
It was reported that the screw head had broken off from the screw. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that the screw head had disassembled completely from the screw. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while torquing the screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a tibia and fibula osteotomy (ankle fracture) procedure (B)(6) 2021 the surgeon was inserting a 3.5 cortical screw, ar-8835-34 (lot unknown), and the head of the cortical screw broke off. The driver ar-8943-12 (lot 4751509) being used did not break, just the screw head broke off. The bone socket was prepared properly using a 2.5 drill bit (ar-8943-42) and a locking tower for preparation for screw insertion. Surgeon followed by using two t15 drivers, one on power followed by hand. The bone quality was reported to be good. The surgeon was able to use a locking screw proximal to where the broken screw was placed. The case was completed.